Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says their ins has been dead 4-5 years and says they need an MRI. Pt was very upset and crying. Reviewed that pt would need to get ins charging again and then get into MRI safe mode. Pt says they put a call into manufacturer representative (rep) but hasn't heard back yet. They will follow up with them. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the dr placed the ins in a spot that made it almost impossible to recharge it while moving around. It was placed where their pant line is. Even if they charged it at night while they slept, the belt made it uncomfortable and it would move away from the ins. The way the ins was implanted made it feel like it was going to pop out of their skin when they sit down. When they told the representative about it, he said "give it time to build up some scar tissue." The belt kept breaking. They are aware they could have ordered another belt, but why would they when they already had two belts and the both broke. Then while helping a friend move, the charging unit and controller somehow got put in storage and by the time they got it back, it was already dead and would not hold a charge. By then, they were frustrated by the whole thing. They are having more issues with their back, it took them almost 3 months to get an MRI because they can't prove that it is in safe mode. After they find out what will be done to help their problem, they want it taken out and if their doctor thinks they need it back in, they want it placed in a different spot.